Event description:
This customer reported difficulty pacing after cardioverting a pt. The users inserted a temporary transvenous pacing wire to pace the pt.

Manufacturer narrative:
(B)(4). Please note that on 05/21/2012, we submitted the initial 30-day MDR (9610816-2012-00248) for this reported product problem, and on 11/14/2012, we submitted the follow-up report. Inadvertently, both of these reports were submitted under an incorrect registration number (9610816). To correct this issue with the registration number, we have now cancelled MDR 9610816-2012-00248 and we have created this new MDR (1218950-2012-00699) which has the correct registration number and which contains all of the investigation details previously reported to the FDA on 05/21/2012 and on 11/14/2012. This customer reported difficulty pacing after cardioverting a pt. The users inserted a temporary transvenous pacing wire to pace the pt. The event file was reviewed and showed that the users were successfully delivering pacing for 6 minutes. It then showed that the "pacer stop" softkey was pressed which stopped the delivery of pacing. The device was evaluated by the hospital biomedical engineer and was also returned to philips for eval. Neither was able to duplicate the reported symptom. The device passed all performance verification testing. There is no information supporting that a malfunction of the device occurred.